Event description:
In 2008, it was reported to boston scientific corporation that the rf 3000 generator "was not reaching the correct impedance"; in addition, service code rf38 was reported. The complainant indicated that there was no patient involvement in this event.

Manufacturer narrative:
The device history record for the unit was reviewed; no anomalies were noted. A search of the complainant database revealed no additional complaints for the unit. The march 2008 15-month rf generator product family complaint trend chart was reviewed; no unfavorable trend was noted.